Event description:
Customer stated that pump failed under infusion in between patient test.

Manufacturer narrative:
Investigation is in progress. A follow up will be submitted when new information is received.